Event description:
The customer reported the ventilator backup alarm was not working during use. The customer reported the device was in use at the time of the event occurred. There was no report of patient harm or injury as a result of the event.